Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) has been exhibiting a gradual rise in pace impedances on the left ventricular (lv) lead. The impedances have been increasing by 100-200 ohms for the past couple years and recently, the values became out of range and are 2100 ohms. The products remain in service and the patient is being monitored. No adverse patient effects were reported.